Event description:
Seasonal flu vaccine was being administered to patient from a pre-filled syringe. Product was flubok. After administering vaccine, noticed that some of the vaccine serum had leaked from the connection point of needle to pfs. Therefore, patient did not receive the complete dose of the vaccine. Patient was notified of event.